Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During evaluation, the estimator found the following: (1) the front panel was damaged, (2) the lamp door know was broken, (3) the top cover and rear panel were damaged, (4) the endoscope socket was defective, and (5) the lamp, which had exceeded 300 hours, exhibited thermal paste. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the evis exera iii xenon light source to the olympus service center due to a a loose connector where you insert the scope. This was found during preparation for use. Upon inspection and testing of the returned device, it was observed that the power switch mechanism failed. This report is being submitted for the reportable event of the power switch mechanism failure that was found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the switch structure damage, scope detection slide not functioning and front panel flashing continuously were likely due to a switch regulator and scope socket failure, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.